Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. Initial result: 150 mmol/l (accompanied by "above reference range" flag). The physician questioned the high initial result, prompting the repeat of the samples. Repeat result: 138.5 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was gdk08 with an expiration date of 27-jan-2027. The qc was acceptable. The field service engineer checked the instrument and found no cause. He replaced the ion-selective electrode (ise) sample probe due to aspiration alarms at the time of the event. He also proactively replaced the dilution cup and pinch tubing and cleaned the ise flowpath and the electrode block. Patient testing and precision studies were performed with expected results. The investigation is ongoing.